Event description:
Patient reported they had stopped using the byte aligners because their dentist informed them that they were bad for their teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.